Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that her granddaughter had low blood glucose of 40 and 60 mg/dl. Customer treated it with juice, milk, pepperoni and cheese. Grandmother stated that the doctor changed the basal rate on insulin pump in last week and her granddaughter's blood glucose dropped really low this weekend. Grandmother called doctor and was told to readjust the basal settings. It was unknown whether the customer using auto mode feature at the time of reported event. Insulin pump will not be returned fro analysis.